Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis registered nurse (rn) reported to fresenius technical service (ts) support on 05/30/2025 that fluid was discovered during unknown phase of treatment. The patient was not connected during the incident. The fluid was not discovered in the pump module area; and the fluid was not discovered on the external side of the cassette. No leaks were detected coming from the cassette, and there were no alarms/warnings prior to the leak. The film on the back of the cassette is not loose. Upon follow-up conducted on 06/03/2025, the pdrn stated that the cycler was not being used on a patient since it is a training cycler. Per pdrn when the training was completed on a training tummy when they removed the cycler set, they noticed a couple droplets of fluid/water inside the cycler. The pdrn stated that there was no fluid on the external of the cassette, or coming from the solution bags or connections. The pdrn stated that they did not know where exactly the droplets came from. Per pdrn they followed the advice from ts and used the cycler the next day for training and there was no presence of any fluid/drops. There was no patient involvement, no adverse event, and no medical intervention was required as a result of the reported event. The supplies used have been discarded.

Event description:
A peritoneal dialysis registered nurse (rn) reported to fresenius technical service (ts) support on 05/30/2025 that fluid was discovered during unknown phase of treatment. The patient was not connected during the incident. The fluid was not discovered in the pump module area; and the fluid was not discovered on the external side of the cassette. No leaks were detected coming from the cassette, and there were no alarms/warnings prior to the leak. The film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the pdrn stated that the cycler was not being used on a patient since it is a training cycler. Per pdrn when the training was completed on a training tummy when they removed the cycler set, they noticed a couple droplets of fluid/water inside the cycler. The pdrn stated that there was no fluid on the external of the cassette, or coming from the solution bags or connections. The pdrn stated that they did not know where exactly the droplets came from. Per pdrn they followed the advice from ts and used the cycler the next day for training and there was no presence of any fluid/drops. There was no patient involvement, no adverse event, and no medical intervention was required as a result of the reported event. The supplies used have been discarded.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample is not available for manufacturer physical evaluation. A shipping search could not be performed for the lots delivered to the customer since there is no patient number reported or additional information for the search. As the shipping search of the lots delivered could not be accomplished, device history records (DHR) review was not performed. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation, the alleged defect could not be confirmed. No sample has been provided at this time to perform a physical evaluation. Should the sample become available, the investigation file will be reopened and will be updated accordingly. The complaint number to trigger a quality event could not be determined since the lot number is unknown and no patient number was provided, therefore, a shipping search for the possible involved lots could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.